Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged with cardiac hypertension and possible heart attack, blood pressure is elevated while using this device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cardiac hypertension and possible heart attack, blood pressure is elevated. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on april 10, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint cardiac hypertension and a possible heart attack,patient blood pressure is elevated. Device is noisy and has a strange odor. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. A black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Large piece of sound abatement foam separated from the main formation. Ui (user interface) knob broken. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor. Unknown sticky substance on blower motor seal. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Flip lid seal had dust-like contamination on it.white and tan dust-like contamination, throughout humidifier enclosure, on and under the heater plate, on the dry box seals and in the water tank. Tan dust-like contamination in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure is considered not to be in the airpath. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.